Event description:
The complainant reported that their automated impella controller ( aic) rebooted unexpectedly during patient support. Following the reboot, the console returned to the previously set p level and an unexpected controller shutdown alarm appeared. As a result of the failure, the aic was replaced with another console and patient support continued. There was no patient alleged injury resulting from the noted issue; however, care was withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported issue has been completed. Imc logs are consistent with the complaint. Console was on patient support steadily, suddenly console process ossiopsens skipped heartbeat during multiple checks. Imc logs indicating 2 processes inactive, and pmd reset, the root cause of the unexpected controller shutdown was due to a software (sw)process failure. The root cause of the sw process failure was not determined. However, the console passed pm and other standard testing after proper repairs. This report is being filed as part of a retrospective review of historical records.